Event description:
Terumo medical corporation received the following information: it was reported that an 8ff vascular sheath was used for hemostasis following percutaneous coronary intervention (pci). Despite standard surgical manipulation, hemostasis was not achieved, and manual compression was subsequently required. The product was found to be kinked. There was no blood loss. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable and did not get hurt.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: date of birth: requested, not provided . A4: weight: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E1: email: requested, unknown. E3: occupation: unknown healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.